Event description:
It was reported by staff when device powered on, the lower display was not operational. The unit was replaced. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken, the ring cover was missing, two side bail covers were broken, the battery release and keyboard pad were contaminated, the lead flex cover and battery drawer were broken, the ring and one side bail were missing and the battery contacts were compressed.